Event description:
A caller reported that a malfunction occurred on their pump. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, technical support planned to replace the pump, instructed the caller to use an alternate therapy method until consulting with a doctor, and provided additional instructions for handling and returning the defective pump.